Event description:
Device read high. The user dosed insulin and had a reaction. Emts were called and they checked user's glucose and the reading was 25 mg/dl. User was transported to the hospital. Controls were not used. The device was replaced and requested to be returned for evaluation.